Manufacturer narrative:
The account filed down the jam nut on the head section release handle to resolve the issue.

Event description:
The account alleged that the head section release handle will not always release the head gas springs, intermittent head down function. No injury reported.